Event description:
It was reported that the external pulse generator's atrial output was not within specification. The generator was returned for service and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis could not confirm the customer comment that its atrial output was not within specification. Analysis did find that the upper and lower case halves and bail covers were broken and contaminated, that the battery release and ring cover were contaminated, the battery contacts were compressed, one bail was missing, the ring was bent and that the liquid crystal display (lcd) was "bleeding."